Event description:
Spontaneous communication from patient who reported that his freedom pump broke towards the end of his last infusion and will need a new one before his next infusion on (B)(6) 2022. Unknown if patient was able to complete last infusion. Unknown reason for pump breaking. Unknown if any dose was missed. No adverse events reported. Patient will be returning pump and a new pump has been sent out. No further information provided. Pump used to infuse hizentra dose and frequency reporter. Reported to (B)(6) by pt/caregiver.